Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the nozzle of the gastrointestinal videoscope was clogged with foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material in nozzle could not be determined since the foreign material residue point was confirmed to be free from deformation (no physical damage) and the legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation from the instructions for use (IFU) were identified. The event can be detected and prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.